Event description:
It was reported on april 16, 2013, surgeon tried inserting a 2.7 mm va screw from a va elbow plate and as screw was removed under power, threads were hitting locking hole and some of the threads stripped from mid shaft. New screw inserted with no problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. With out a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.